Event description:
It was reported that the patient had not experienced therapeutic effect since the implant procedure the day before this report. It was stated that the patient felt a "twitch" down her leg and into her toes which "drove her nuts." It was noted that the patient "had success" with the trial. A couple months later, it was reported that the patient was still having concerns with the device but was receiving assistance. It was noted that the patient had appointments from (B)(6) 2012 to (B)(6) 2012, and stated the device was "not working."

Manufacturer narrative:
(B)(4).